Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer's blood glucose was unknown. Customer reported that drive support cap was flushed. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.